Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) arrived at the station and found the main half height cubie drawer 4.2 failed and off the bus. Inspected the lights on the back of the drawer, the lights were on, but the left light on the module controller was blinking. Shut down the device and tested the drawer controller for drawer 4.2 and test failed. Replaced the drawer controller, and the drawer came back on the bus. Released all cubie pockets and checked for debris, debris was found and removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cabinet was rebooted and the affected drawer was disconnected and reconnected; however, all cubies on drawer 4.2 continued to display a device not detected on bus error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.